Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was very unsatisfied with the inflatable penile prosthesis (ipp) as the erection was not longer than a thumb. Patient liaison redirected the patient to look for a second opinion with an urologist. No additional information was reported.